Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured between january 10, 2020 to january 13, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor over infused during patient use. It was further reported that the infusion finished earlier before the expected time (10 hours earlier). The infusion rate was 5ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.